Event description:
It was reported that on january 24th during an aquilex and myosure procedure for the removal of an endometrial fibroid polyp after the procedure the patient developed intra-abdominal bleeding and a uterine perforation was identified. There was an extension of damage to the pelvic side wall vessels which was subsequently repaired. The patient made good recovery post operatively. The patient has leigh syndrome which is a type of dwarfism with a deviated uterine cavity and smaller size to a normal person´s cavity. The patient received a laparotomy procedure to repair the uterine perforation. No other information is available.

Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.